Event description:
A customer reported a malfunction on their pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was able to continue using the pump and was advised to call back if any malfunction recurred, and they acknowledged these instructions.